Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: (B)(4) 2008, UDI#: (B)(4), implanted: (B)(6) 2007, product type: catheter . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer regarding a patient who was receiving saline via intrathecal drug delivery pump. The indication for use was noted as post lumbar laminectomy syndrome and spinal pain. It was reported that the patient had an MRI on (B)(6) 2018 to rule out granuloma from the pump. The patient stated she did not have any drug in her pump, only saline, for the past 2 years. Since "about 6 months ago," she started having leg cramps once in a while, but "it didn't feel like normal leg cramps." Since (B)(6) 2018, the patient had nerve damage and her right leg was bigger around than the other and her left arm was bigger around than the other and when she wakes up in the morning, her toes are pointed and she has to get up and work on putting her heel to the ground. The patient later stated that the MRI was not to look for a granuloma, but to check the pump for the new managing physician. After the MRI on (B)(6) 2018, the patient reported the pump was alarming. The hcp had told her if her pump alarms, it should only alarm for about 20 minutes. The patient would follow up with their hcp. There were no further complications reported at this time.